Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for high blood glucose. The reported high blood glucose reading during the phone call was 160 mg/dl. No troubleshooting was done as the customer was no longer using the insulin pump that she was using when she was hospitalized.